Event description:
The customer reported that the device unexpectedly shuts down while running the user initiated operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shuts down while running the user initiated operational check. There was no pt involvement. This complaint is still being investigation. A f/u report will be submitted upon completion of the investigation.